Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015.

Event description:
The patient reported that the right ventricular lead is "burning up electricity" and the device longevity is less than expected. Follow up with the physician indicated that right ventricular lead had high thresholds and reprogrammed was performed. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.